Manufacturer narrative:
Per comp 2377 initial report: additional information including: post primary and pre revision x-rays. Photographs of the explanted device. Operative notes (primary and revision). Patient weight, activity level and medical history. Did the patient follow correct post-op protocol? Did the patient experience any slips / falls or other trauma post primary surgery? An update on the patient post revision. Any patient specific anatomies which may have impacted the cup orientation. Any specific patient activities which would lead to extreme range of motion. Whether there was any damage noted on the stem during the revision? Was this an ops patient - were any issues with dislocation/ impingement anticipated? Why was an epw liner chosen for this patient? What position was the elevated wall placed? Has been requested in order to progress with the investigation of this event, and if received will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative of distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner, biolox delta ceramic head and screw after approximately 1 year and 6 months. The ecima liner was loose and had fractured through the posterior rim and epw junction.